Event description:
The plaintiff's attorney alleged that the decedent experienced a cerebrovascular event on (B)(6) 2010 and subsequently expired on (B)(6) 2010 after the use of the product.

Manufacturer narrative:
This is one event (death) of two events reported for the same pt involving two separate products; associated mdrs# 1225714-2013-02811, 02812, 02813, 02814.